Event description:
(B)(6) 2015- additional information was received from a company representative (rep) indicated there did not seem to be an actual issue. The doctor may not have been honest in his initial call. The patient was sent home on (B)(6) 2015 and then called back in on (B)(6) 2015 when the rep was able to be there. At that time she had the doctor aspirate the pump and he got approximately 39 milliliters (mls) and he should have had that volume. The doctor only put 20mls back in the patient's pump because the rest of his was frozen in his refrigerator. They were able to complete the refill without issue. The cause of the issue was unknown that the doctor had because the reporter was not entirely sure what happened. No troubleshooting was performed and the patient was sent home until the rep was available for the refill. No valve issue was confirmed as they were able to complete the procedure without issue. The reporter assumed that the issue was resolved for the patient and she had not heard from the patient or the physician.

Manufacturer narrative:
Product ID 8731, lot# b002400n45, implanted: 2003 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2014 (B)(6); product type accessory product ID neu_refillneedle, serial# unknown; product type accessory. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving hydromorphone (concentration 50mg/ml, dose 7.99mg/day) via an implanted pump. The indication for use was spinal pain. On this report date, the hcp was unable to aspirate or fill the pump, he only got ~2ml's of drug in after aspirating the correct amount, he was sure he was in the pump and thought he got an air lock. It was recommended to check the pathway in the refill kit for air as air cannot get through the filter once it is wet. The hcp stated that he would rather wait for the manufacturing representative to come out and assist him. There were no symptoms reported.